Manufacturer narrative:
Other, other text: device evaluation- the device was examined. The examination showed three control knobs missing, housing damage near the battery compartment and manometer was not flush with the bezel. The battery was being held on with tape. During testing the operator could not depress the "alarm silence" button. All of these physical characteristics were determined consistent with damage from an impact.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac has a damaged battery compartment, missing knob and housing needs to be replaced. This was discovered during testing and no patient adverse events reported.